Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that insulin was leaking through the top plunger of the cartridge into the ilet while the connector remained dry, and the user stated the plunger appeared straight on inspection and that they typically filled to 120 units. Symptoms included no reported adverse health effects. Outcomes included no reported clinical impact, no medical intervention, and no hospitalization. Investigation included attempts to gather additional information and lot numbers and guidance to change supplies. Investigation of this case revealed a suspected cartridge seal or plunger leakage consistent with a cartridge component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient information to confirm a specific failure mechanism.